Event description:
A patient reported they were not able to test on their one touch profile meter when needed due to a battery issue they were not able to clarify. Patient not able to get a blood reading at all on patient's meter so patient went to the physician because patient was feeling jittery. The reading on the physician's meter is unknown. Treatment was regular amount of pills. No further information has been reported.